Event description:
The device is attached to a cannula to perform a d & e. After insertion of the cannula, the doctor applies gentle steady pressure to evacuate the product of conception. The hard plastic part of the plunger detached from the rubber stopper, causing the cannula to push further into the uterus.four 60cc syringes failed the same day. They were being used by 2 attending physicians with many years experience.only 1 syringe was saved.